Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the surgeon tried to fire the device, however could not. The sales rep checked the cartridge and noticed some staples of the proximal end appeared from the staple pockets. The procedure was completed with another device. There was no patient injury.